Event description:
It was reported that sec tubing was difficult to remove. The following information was provided by the initial reporter: it was reported the cap on the alaris secondary sets are very difficult to remove.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of the cap on the alaris secondary sets are very difficult to remove could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that sec tubing was difficult to remove. The following information was provided by the initial reporter: material no.: unknown; batch no.: unknown. It was reported the cap on the alaris secondary sets are very difficult to remove.